Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis. Observed on a pt's nasal flap edge of the right eye one day post lasik treatment. Reporter indicated the patient was placed on an oral steroid dose pack and increased topical steroid eye drops. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).